Event description:
The customer reported that this blood glucose result was "high" (>500 mg/dl) and he could smell insulin. When he removed the pod, the cannula appeared slightly bent.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria.